Event description:
A malfunction was reported with the code malf 12, but no notable events occurred prior to it. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.